Manufacturer narrative:
The investigation is completed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was received with inner blister, outer blister and cover foil showing the lot information. The sample shows no macroscopic signs of damage. The sample shows signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The tip is damaged and a split can be recognized. As the sample shows no defects of the shipped product it can be concluded, that the error occurred during handling the manufacturer internal reference number is: (B)(4).

Event description:
A physican reported that during surgery an ophthalmic backflush shaft part was stuck could not be inserted into the eye. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).